Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested and received. (B)(4).

Event description:
A physician reported that upon implanting an intraocular lens (iol) in the capsular bag, he noticed the haptic remained in the injector. During attempting to remove the lens, the lens started to crush in the eye. The incision was enlarged. Additional information was received stated the surgeon was required to do additional surgical manipulations during the procedure. The patient experienced eye inflammation, cornea edema and increased intraocular pressure (iop). The lens was exchanged in a secondary procedure.

Manufacturer narrative:
Additional information provided in d.4., d.10., e.1., h.3., h.4., h.6., and h.10. The product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; approximately 60% of the optic was returned in the iol case along with one haptic adhered to the optic portion. The iol is immersed in solution. The optic has a stutter scratch. Stutter scratches typically occur when the lens is advanced too rapidly in the cartridge and/or when the lens is not positioned correctly in the cartridge and/or with an insufficient quantity of lubricating solution. The complainant indicated the use of a cartridge, handpiece and viscoelastic. The approved viscoelastic with this iol/cartridge/ handpiece combination is was not used. During investigation of the returned sample, a stutter scratch was observed on the optic. Stutter scratches typically occur when the lens is advanced too rapidly in the cartridge and/or when the lens is not positioned correctly in the cartridge and/or with an insufficient quantity of lubricating solution. Information provided by the complainant indicates the use of an unapproved combination. The use of unapproved combinations may result in delivery issues and/or damage. It is reasonable to suggest that the iol and haptics were in good condition and acceptable for use by the customer prior to attempted loading. Based on the investigation findings, the damage most likely occurred during the implantation process and it is unlikely that the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).